Manufacturer narrative:
MFR date: 04dec2019. Report date: 10dec2019. The determination could not be made that the device failed to meet the specifications. No product was returned for evaluation so no root cause could be determined. No relationship could be investigated since no product was returned for evaluation. The complaint will be reopened if a sample is evaluated or if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 20oct2019. Date of report: 19nov2019. The manufacturer's international service technician evaluated the device and confirmed alarm led (light emitting diode) failed. The reported issue was confirmed. The manufacturer's international service technician advised that the power switch overlay needs to be replaced but the customer did not approve the repair. A cracked enclosure and a failed navigation ring were also discovered. The issue resolution has not been determined due to the customer not approving the repair. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation. Therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 16feb2020. B4: 20feb2020. The customer did not approve the repair so it was returned unrepaired. The device was being used for treatment when the reported event occurred; however, there was no patient harm. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/16/2019.

Event description:
Alarm light emitting diode(led) failed. There was no patient involvement.